Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 03jan2019. The customer evaluated the device. Therefore, philips cannot verified the reported condition.the customer reported that the external battery was replaced to address the issue. The ventilator passed all testing .

Event description:
The customer reported that the ventilator had a battery failure.the ventilator was not in use on a patient at the time of the event occurred. The event date was not specified; estimate used.